Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl as the customer did not connect the infusion set tubing properly to the infusion set site. The customer connected the tubing and bg was addressed. Brand of infusion set was not reported.